Event description:
Hosp personnel were attending to a bradycardiac pt. External pacing was attempted, however allegedly the operator could not get the pacing current to increase. It was reported the physician had the opportunity to install a temporary internal pacemaker in the pt however decided to not proceed with treatment. The pt was not resuscitated. The rptr stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the rptr's assessment of the pt's viability.